Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's r684, r689, r45, r31, q9, q70, u15, u16, u17, and u18 were thermally damaged. U409 on the ca board was also shorted. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.